Event description:
On (B)(6) 2021 the user was seen and it was discovered that the device was starting to extrude through the surgical incision site. The skin breakdown was thought to possibly be related to the user's glasses rubbing on the area and it is unrelated to the magnet strength of the audio processor (ap). The device has been explanted on (B)(6) 2021; no new device has been implanted at this time.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant possibly related to pressure applied by the user's glasses on the implanted side. Further, due to several previous ear surgeries the user's skin was sensitive which might also have been a contributing factor to the observed outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021 the user was seen and it was discovered that the device was starting to extrude through the surgical incision site. The doctor stated that the skin breakdown may be due to the user's glasses rubbing on the area and it is unrelated to the magnet strength of the audio processor (ap).